Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our affiliates in portugal, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the delivery system with crimped valve was unable to be advance through the 14 fr esheath. It was noted that the esheath had been inserted at a steep angle and the loader was able to be fully inserted into the esheath. The entire system was withdrawn as a unit without any patient injury. A second delivery system and valve were prepared and the 14 fr esheath was replaced with a 16 fr esheath. There were no issues during the second implant attempt and the valve was implanted successfully. The esheath device was returned for evaluation. Evaluation of the returned device revealed a liner strand from the sheath hub and a liner tear all along the sheath shaft.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2023-17546 for details of the other event. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this event. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual inspection of the returned esheath revealed a kink in the sheath shaft approximately 11 cm from the strain relief. The liner was partially expanded until 11 cm from the strain relief at the kinked location. The distal tip was unopened. The crimped valve was noted to be stuck immediately distal to the strain relief with two inflow struts exposed through the skirt and bent outwards. There was a liner tear approximately 2.5 cm in length from the distal end of the strain relief at the location of the stuck valve. There was a liner strand at the proximal end of the liner tear. There was high density polyethylene (hdpe) damage distal to the liner tear at the location of the bent valve struts. There was a strain relief puncture at the distal end, approximately 8.5 cm from the hub. Dimensional testing was also performed on the returned device. The liner thickness was measured along the liner tear and the measurements were found to be within specification. The outer diameter of the delivery system flex tip was also measured, and the measurements were found to be within specification. Imagery was also provided for evaluation. Review of the provided imagery revealed calcification and tortuosity present in the access vessels. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the inability to advance the delivery system with valve through the esheath, esheath liner tear and esheath liner strand were confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification and tortuosity) likely contributed to the inability to advance the delivery system with valve through the esheath while patient factors (calcification and tortuosity) and/or procedural factors (excessive manipulation) likely contributed to the esheath liner tear and liner strand events. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. A tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks along the sheath shaft can be indicative of the presence of vessel tortuosity. Per evaluation of the returned device, there was a kink observed in the sheath shaft approximately 11 cm from the strain relief. In addition, it is possible that additional device manipulation to overcome the resistance may have been applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath liner making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e., kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.